Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 21 mm sjm trifecta valve was implanted. Approximately 3 years post-implant, the patient presented back to the clinic with sudden valve deterioration. The patient has been referred to a cardiologist for a tavi procedure. No additional information was provided.